Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had a fracture. The implantable pulse generator (ipg) was reprogrammed to vvi pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: d334drg, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited out of range impedance, oversensing and noise. The ra lead remains in use. No patient complications have been reported as a result of this event.